Manufacturer narrative:
The supplemental report is being submitted to provide investigation conclusion. A product deficiency was not reported or identified. Technical service unable to provide relevant sds sheet. A supplemental report will be provided if any additional information is obtained. The product will continue to be monitored and tracked.

Event description:
The customer reported swabbing his nose with the extraction reagent on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.